Event description:
It was observed during the device evaluation, that the telescope connector was found damaged when removed from the light guide bundle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the connector became damaged when it was removed because the connector on the light guide bundle and the connector of the scope were stuck together. The cause of the two connectors getting stucky was likely due to a foreign object, however, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.